Manufacturer narrative:
(B)(4). Medwatch: mw5070555. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) intravia bags leaked during set up. The leaks were observed at the seam close to the injection ports. The devices were filled with 40 g of gamunex-c immune globulin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The three (3) devices were received for evaluation. Visual inspection of the units and underwater leak testing identified a pin hole next to the medication port. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.